Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : examination of the submitted tc3 box trial revealed deformation of the jack pin feet/prongs. The damage is consistent with attempts to forcefully remove the box trial from the femoral trial without the screw being fully disengaged resulted in the feet/prongs becoming bent. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the wings on the box trial are not engaging properly. No surgical delay.